Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in good condition with a scratched screen. The device was started in application, no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump alarmed a double beep for no cassette attached. There was no reported injury to the patient.

Event description:
Additional information provided indicated that there was no patient involvement.